Event description:
At our pediatric hospital, megadyne electrosurgical machines are being used in surgical cases. Recently, there have been 4 cases where the patients' diaphragms have been paralyzed. A couple of the causes have caused serious complications for the patient and extended their care and hospital stays. Prior to the megaydyne machine, electrosurgical machines were used in pediatric cases at low settings and the physicians never encountered paralyzed diaphragms or complications like this, in all of these events, we have the machine, but not the disposable pieces that were used in each case. The company has been notified, but we are waiting to hear a response back from them. Device usage problem: device malfunction - that is , the device did not do what it was supposed to do.

Manufacturer narrative:
A review of the device history record shows this product was originally manufactured to specifications. Although reportedly occurring at a higher than anticipated rate of occurrence, this is a known inherent risk of the procedure. A review of scientific literature suggests it may be related to phrenic nerve cold injury. User facility's biomed performed testing and reported device to be performing within specifications. Megadyne's evaluation of the device also did not reveal any anomalies. There is no evidence to reasonably suggest a device defect or malfunction caused or contributed to this event.